Event description:
It was reported that they had been unable to charge their implanted neurostimulator (ins) for the past 3-4 days. Patient (pt) said every time they tried to charge the implanted neurostimulator, they got no device found. During the call, the patient entered passive recharge mode and got 0-0-0. Patient moved the recharger antenna around and got 19. Pt said they had not been able to get the numbers in passive recharge mode above 20. Patient then got battery empty: cannot continue: recharge the controller. Pt confirmed controller was at about 1/4 charge and the implanted neurostimulators charge was low. Pt mentioned recharger was getting hot when charging ins. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: 14-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.